Event description:
This was a lead removal case performed in the ep lab to remove 17 yo, infected leads (rv and ra). An arterial line was placed and fluoroscopy used throughout the case. The md prepped both leads with a lld-ez and began lasing the rv lead with a 14f sls ii. After encountering some resistance, the md upsized to a 16f sls ii which would not advance beyond the svc/ra junction. At this time, the md requested a visisheath, began removing the 16f sls ii to add the visisheath and immediately the patient's arterial pressure dropped to an undetectable level. CPR was started. The CT surgeon was called and a pericardiocentesis was performed. The md was informed the CT surgeon was out of the hospital. It took approximately 60 minutes for the surgeon to open the patient's chest. A tear was found in the svc/atrial junction, successfully repaired, patient transported to the operating room where the surgeon successfully extracted the leads. The patient was transferred to the ICU, stabilized and was discharged with reportedly no further deficits. No devices were retained for engineering analysis. There were no significant issues or non-conformances found in the lhr review.